Event description:
Right implant was found to have been ruptured on mammogram taken a few days prior to event. It's thought to have happened during a motor vehicle accident in april 1996. In the process of removal of the left implant, it ruptured. No pathology study was performed. Surgeon noted scarring and calcification of the right implant. There were no identifying marks on the implants. Implants were not originally placed at this facility.